Manufacturer narrative:
Investigation was performed on-site by our field service engineer. The o2 hose was replaced and the ventilator then passed all functional and safety tests and was returned to customer for clinical use. The o2 hose was not returned for investigation. Since the replaced o2 hose was not returned for investigation, the root cause has not been determined.

Event description:
It was reported that there was a leakage from the o2 hose. There was no patient involvement. Manufacturer's ref #: (B)(4).